Manufacturer narrative:
(Other): without a valid part and lot number, the UDI is not available. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, a drill guide broke during open reduction internal fixation of an ankle. The drill bit was incarcerated in the drill sleeve. It was unknown if there was any surgical delay. It is unknown if the procedure was successfully completed. Concomitant device reported: 2.7mm drill bit (part # 310.28, lot # unknown, quantity #1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history record (DHR) review: part: 323.260; lot: 3658941; manufacturing site: haegendorf; release to warehouse date: 14.feb.2011. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: complaint summary: it was reported that on (B)(6) 2018, a drill guide broke during open reduction internal fixation of an ankle. The surgeon noted that the patient had dense and hard cortical bone which called for more drilling than usual. The drill bit was incarcerated in the drill sleeve. It was unknown if there was any surgical delay. It is unknown if the procedure was successfully completed. Flow: broken. Visual inspection: the 2.7 mm universal drill guide (part # 323.26, lot # 3658941, mfg 14-feb-2011) was received at us cq with the drill sleeve on one side of the drill guide completely broken off and stuck onto a drill bit. Also, the drill sleeve on the other side, universal head, compression spring, and fixed side sleeve were missing. This agrees with the reported complaint condition; thus, confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the housing case, measured 6.88 mm (caliper ca215p). This is within specification of 6.80 to 7 mm, based on the design drawing. Dimensional analysis was not performed on the drill sleeve as relevant features are not able to be measured since the drill sleeve has a drill bit that is stuck within it. Document/specification review: the relevant design drawings were reviewed. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. A service and repair evaluation was completed and states the following: the customer reported the drill guide broke. The repair technician reported the fixed side was broken off the instrument and stuck to the drill bit, and the drill sleeve, universal head, compression spring, and fixed side sleeve were missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Conclusion: the complaint condition is confirmed as the device (part # 323.26, lot # 3658941) was received with the drill guide broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the surgeon noted that the patient had dense and hard cortical bone which called for more drilling than usual.